Event description:
Account stated they obtained low results that were higher when repeated on another analyzer. They gave the following examples: patient 1 - initial glucose 5, repeat 116 mg/dl. Patient 2 - initial glucose 14, repeat 116 mg/dl. Patient 3 - initial glucose 8, repeat 110 and 112 mg/dl; initial calcium 3.5 repeat 9.0 mg/dl; initial total protein 2.9, repeat 7.3 g/dl. Patient 4 - initial 0, repeat 98 and 98 mg/dl. The incorrect results were not reported. The field service representative was unable to determine a cause for the discrepant results.